Manufacturer narrative:
Based on the claim against the product by the customer noting a stapler partial fire, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler initiated the stapling sequence and then stopped midway. The staple line was not completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler is not being returned. The sureform 60 stapler commonly stops mid-way through the firing stating that the tissue is too thick. The issue occurs after the initial clamping when the stapler determines the tissue is good to go for staple firing. The customer does not have this issue with the 45. The distal half of the stapler sensors cannot measure the tissue impedance accurately at the start of the stapler firing. This leads to wasted cartridges as the computer should tell the staff the tissue is too thick before the stapler fires. The stomach wall becomes progressively thinner with each proximal stapler firing, it should not be an issue. This occurs on sleeve gastrectomys, almost exclusively. During the case, the tissue was not bunched, too thick, or calcified. This was a partial stapler firing and then the customer had removed loose staples "u" type before firing the next stapler. Often, the customer gets a new reload of the same color and then it fires fine. This does tend to happen more than once per case. Sometimes the blade remains exposed and the warning for this occurs. This is a frequent occurrence in 50% of sleeve gastrectomy cases. The customer requests the engineers to figure out the issue due to the number of reloads being wasted.

Manufacturer narrative:
Based on the claim against the product by the customer noting stapler partial fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 white stapler reload was analyzed and found to have the knife exposed within the knife track. In-house testing revealed that the reload was partially fired. No information or logs regarding the sureform stapler used were provided for review at this time. Additional observations not reported by the site: it was found that the reload had cartridge damage along the knife track, but no material appeared to be missing. Additionally, a damaged blade with mechanical indentations was discovered. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.